Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg had no power: the main printed circuit board (pcb) was corroded. It was also noted that the hanger was cracked and the liquid crystal display (lcd), display frame and two pcb screws were found to be contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no power. The epg was returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.